Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were eleven ventricular non-sustained tachycardia episodes less than or equal to 210 miliseconds between (B)(6) 2012. There was one ventricular fibrillation episode equal to 190 miliseconds for an average ventricular cycle on (B)(6) 2012.

Event description:
It was reported that there was oversensing of noise on the pace/sense lead due to electrical magnetic interference. The patient recently underwent surgery. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.